Event description:
It was reported by the affiliate that during an ovarian resection procedure, the balloon broke. Another device was used to complete the case. There were no adverse consequences to the pt. One device will be returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.